Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving discrepant inratio values. On (B)(6) 2014, inratio 5.1 repeat inratio 2.5. Time between testing 31 minutes. Pt's therapeutic range 2.0 - 2.9.